Event description:
According to the distributor's report, the adhesive was used to close a forehead laceration. During application, the adhesive inadvertently glued the eye shut. The pt was referred to an opthalmologist. The eye was opened using a gauze pad saturated with mineral oil to loosen the adhesive. There were no lasting consequences to the pt.